Event description:
It was reported that, the "spider 2 tenet" had a long sound during operation and an oil leak. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the barrel cover was missing from the foot switch plug. The unit was received pressurized. No excess oil was observed. A functional evaluation did not reveal any problems. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The device was left pressurized for 30 minutes and each test was repeated. No issues were found. No excess oil was observed. The enclosures were opened and no oil was noted within. The piston migration was at 1.65 inches. The reported failures were not verified and the root causes could not be determined since the reported malfunctions could not be duplicated during the product evaluation process.